Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive act button due to unlocked lcd keypad connector.

Manufacturer narrative:
(B)(4). Insulin pump passed the sleep current test and active current test. Charge or battery lasts less than expected not confirmed. The pump failed the self test due to no vibration caused by moisture damage on the harness assembly vibrator. Pump received with missing retainer and reservoir tube o ring. Pump received with partially broken reservoir tube lip. Unable to perform the displacement test and p-cap or reservoir will not lock properly due to missing retainer. The pump was connected to a test transmitter or sensor and monitored without any connection interruptions. No communication (unresolved) not confirmed.

Event description:
The customer reported via phone call that the buttons were stopped working completely. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.